Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 600 mg/dl. Customer was treated with manual injection. Customer stated that the insulin pump was detached at quick release. Customer stated that the pump was not dropped with the set connected to their body. Customer declined troubleshoot for the high blood glucose level. The insulin pump will not be returned for analysis.